Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise resulting in automated mode switch episodes was observed on the atrial lead; the patient was asymptomatic. The lead was successfully capped and replaced.